Event description:
It was reported that this system was explanted on (B)(6) 2014 due to infection. The doctor felt the infection was introduced to the patient at the time of the lead and ipg implantation on (B)(6) 2014.

Manufacturer narrative:
Na